Event description:
It was reported that the customer had air bubbles in their tubing. The customer also reported that she could smell insulin on her clothing, however she did not notice a leak. Customer's blood glucose level at the time 386mg/dl. The customer also reported blood glucose levels of 66mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.